Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 180613, mck tibial baseplate-rm/ll-sz 3, lot 26190120-01. 180512, mck femoral-rm-ll-sz 2, lot 38h1-1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Dr. Performed an I&d with poly swap of a right medial knee originally done (B)(6) 2021 due to infection.